Event description:
Bowel injury.

Manufacturer narrative:
Due to the international nature of this event, the manufacture has been unable to gather specific device info, i.e. Lot number, part number, etc. Due to the international nature of this event, the manufacture has been unable to gather the device manufacture date. Due to the international nature of this event, the manufacture has been unable to gather specific device info, i.e. Lot number, part number, etc. Based upon the limited available info, there was no evidence found of an out of specification condition that could have contributed to this event.